Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving an alert. Upon interrogation, high out of range pacing lead impedance was observed. The lead was capped and replaced. The patient condition is good.